Event description:
One patient sample with initial free t4 result of 28.1 pmol/l. Same sample repeated using different method gave free t4 result of 18.7 pmol/l if additional information is received, appropriate notification will be provided.